Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device shut down inappropriately while the aircraft was landing. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please refer to medwatch reports 1220908-2017-00546 and 1220908-2017-00548 for similar reports from the same customer facility.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs indicated occurences of the reported malfunction. This is not an indication of a device malfunction. It's important to note that the customer indicated that this device is being used in and around an area that contains radar equipment and continuous radar sweeps. The x-series device meets standards and specifications; however may be susceptable to certain radio frequencies outside the specifications and approved standards for the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.